Event description:
It was reported that during the primary surgery, the base that connects to the power step drill was broken. It was reported that during the primary surgery, the base that connects to the power step drill was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The returned step drill is regarded to be the subject product. Review of the DHR revealed no discrepancies. Mechanical properties of material are within specified tolerances. Thus, we exclude deviations in material and manufacturing. The device was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2008) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The received lag screw step drill shows intense traces of frequent use. The end of the coupling (triangular adapter) is completely broken off. The broken off piece was not returned. The breakage surface shows signs of a forced brittle fracture, no plastic deformation is found. Appearance of the breakage surface indicates that the device broke suddenly in a forced brittle manner due to overload caused by a combination of high torsional and bending stresses whilst having significant contact with a hard / metal object (e.g. Screw hole of the nail, guide wire) during operating the device by a power tool. Significant damage found at the secondary cutting edges reveal that the drill came in contact with a hard object / nail during drilling. The cutting edges are in very bad condition, they are significantly damaged. The drill is not sharp anymore. In addition, circumferential grooves, material abrasion at the inside of the primary cutting edges and the beaded rim at the transition to the bore indicate hard contact with a k-wire during drilling. It cannot be excluded that the cutting edges of the item returned had been damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. Reasons for metal contact during drilling are various. Potential causes could be e.g. ¿ loosening of the nail holding bolt during insertion of the nail ¿ not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve) ¿ drilling without drill guiding sleeve ¿ using blunt or damaged drill ¿ high forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail ¿ guide wire not removed prior to drilling ¿ originally deflected k-wire based on the above facts the root cause of the reported event is not related to a deficiency of the device but is rather related to improper handling by the user and has to be classified as misuse. No non-conformity was identified.

Event description:
It was reported that during the primary surgery, the base that connects to the power step drill was broken. It was reported that during the primary surgery, the base that connects to the power step drill was broken.